Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The cgm reading was 70 mg/dl and as the patient was going to eat, so she took insulin at that point. The patient stated reported they were "just a little bit conscious) [presumed to mean the patient became slightly unconscious]. The patient's husband called for an ambulance. The patient regained consciousness in the ambulance. The paramedics treated the patient with glucose and took a blood glucose reading which was 29 mg/dl; there was no cgm value reported at that time. The patient was taken to the emergency room and was discharged after 5 to 6 hours. At the time of the report the patient was feeling good. The patient reported that this event could have been related to the second infection (not related to dexcom) that the she was experiencing at the time of the event, and that the infection could have contributed to this event. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) . Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.